Event description:
When patient went to roll over on mattress, patient fell out of mattress onto the floor. No current injuries. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).